Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The articular surface of the component was worn as evident by the abrasive wear and linear penetration. This could have been the result of the third body debris trapped between the femoral head and the articulating surface of the liner during in-vivo articulation.